Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s pump was confirmed flipped. It was noted that the patient fell due to ice and snow and the patient felt the pump move in the pocket. It was noted that the actions required as a result of the event was surgical intervention including pump pocket revision. It was reported that the pump was re-anchored in pocket and the catheter was confirmed to be patent. It was noted that a dye study, rotor/roller study and the patient¿s pump logs were checked. It was reported that there were no symptoms associated with the event. It was reported that the patient is receiving therapy and doing well now that pocket is revised. It was noted that the patient¿s status at the time of report was alive ¿ no injury. It was reported that the patient¿s pump was being used to infuse morphine and bupivacaine